Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term] felt it getting a little hotter than normal [feeling hot] , one of them fell apart shortly after applying it to my underwear as directed/defective wrap [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual), device lot number and expiration not provided, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced one of them fell apart shortly after applying it to the underwear as directed/defective wrap on an unspecified date. The patient stated 'luckily I felt it getting a little hotter than normal and was able to save myself from being hurt or badly burned'. The action taken with thermacare heatwrap was unknown. The outcome of the events was unknown. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- # hazard analysis thermacare heat wrap product: 8 and 12 hour. Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Follow-up (20nov2019 and 21nov2019): new information received from the product quality complaint group includes malfunction assessment, severity rating, investigational results and case upgraded to serious, reportable MDR. Company clinical evaluation comment: based on the available information, the report of device leakage was identified while using the device, when consumer felt it getting a little hotter than normal, are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. The device leakage is a single potential device malfunction which has a theoretical risk to cause skin burn. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time., comment: based on the available information, the report of device leakage was identified while using the device, when consumer felt it getting a little hotter than normal, are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. The device leakage is a single potential device malfunction which has a theoretical risk to cause skin burn. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time.

Event description:
One of them fell apart shortly after applying it to my underwear as directed/defective wrap [device leakage], felt it getting a little hotter than normal [device issue]. This is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual), device lot number and expiration not provided, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced one of them fell apart shortly after applying it to the underwear as directed/defective wrap on an unspecified date. The patient stated 'luckily I felt it getting a little hotter than normal and was able to save myself from being hurt or badly burned'. The action taken with thermacare heatwrap was unknown. The outcome of the events was unknown. Per product quality complaint group, an email was sent requesting additional information. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information, the report of device leakage and device issue were identified while using the device; assessed as non-serious. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed should additional information becomes available. Comment: based on the available information, the report of device leakage and device issue were identified while using the device; assessed as non-serious. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed should additional information becomes available.